Event description:
It was reported that via an article published in actas urologicas espanolas that a retrospective study was conducted across 11 university hospitals in spain and italy between march 2019 and march 2024, to identified that optimal injection density (ID). A total of 722 patient underwent water vapor thermal therapy (wvtt), with mean age of 64.4 years and prostate volume of 60 cc (ranging from 15 to 280 cc). Presence of a median lobe was recorded in 387 cases, with 61 positive findings and of these 51 received targeted therapy. For the ID analysis only patients with recorded ID (number of injections and perioperative prostate volume) and the status of need for retreatment at 12 months follow up were included; 268 cases were included, of which 86 experience treatment failure at 12 months. Regarding the complications, there were cases of acute urinary retention, urinary tract infection, hematuria and hospitalization.

Manufacturer narrative:
Correction to field g1: MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code, MFR site country. Correction to field h6: impact codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. I. Schwartzmann, s. Secco, a. Farre, s. Garcia-barreras, e. Fernandez, m. Danna, l. Cindolo, v. Parejo, j.I. Tornero, g. Ferrari, f. Varvello, j. Ponce de leon & I. Povo. (2025) injection density in rezum: less might not be more. A multicentric international study. Actas urologicas espanolas, volume 49, issue 7, 1-8. Https://doi.org/10.1016/j.acuroe.2025.501824.

Event description:
It was reported that via an article published in actas urologicas espanolas that a retrospective study was conducted across 11 university hospitals in spain and italy between march 2019 and march 2024, to identified that optimal injection density (ID). A total of 722 patient underwent water vapor thermal therapy (wvtt), with mean age of 64.4 years and prostate volume of 60 cc (ranging from 15 to 280 cc). Presence of a median lobe was recorded in 387 cases, with 61 positive findings and of these 51 received targeted therapy. For the ID analysis only patients with recorded ID (number of injections and perioperative prostate volume) and the status of need for retreatment at 12 months follow up were included; 268 cases were included, of which 86 experience treatment failure at 12 months. Regarding the complications, there were cases of acute urinary retention, urinary tract infection, hematuria and hospitalization.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. I. Schwartzmann, s. Secco, a. Farre, s. Garcia-barreras, e. Fernandez, m. Danna, l. Cindolo, v. Parejo, j.I. Tornero, g. Ferrari, f. Varvello, j. Ponce de leon & I. Povo. (2025) injection density in rezum: less might not be more. A multicentric international study. Actas urologicas espanolas, volume 49, issue 7, 1-8. Https://doi.org/10.1016/j.acuroe.2025.501824.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. I. Schwartzmann, s. Secco, a. Farre, s. Garcia-barreras, e. Fernandez, m. Danna, l. Cindolo, v. Parejo, j.I. Tornero, g. Ferrari, f. Varvello, j. Ponce de leon & I. Povo. (2025) injection density in rezum: less might not be more. A multicentric international study. Actas urologicas espanolas, volume 49, issue 7, 1-8. Https://doi.org/10.1016/j.acuroe.2025.501824.

Event description:
It was reported that via an article pusblished in actas urologicas espanolas that a retrospective study was conducted across 11 university hospitals in spain and italy between march 2019 and march 2024, to identified that optimal injection density (ID). A total of 722 patient underwent water vapor thermal therapy (wvtt), with mean age of 64.4 years and prostate volume of 60 cc (ranging from 15 to 280 cc). Presence of a median lobe was recorded in 387 cases, with 61 positive findings and of these 51 received targeted therapy. For the ID analysis only patients with recorded ID (number of injections and perioperative prostate volume) and the status of need for retreatment at 12 months follow up were included; 268 cases were included, of which 86 experience treatment failure at 12 months. Regarding the complications, there were cases of acute urinary retention, urinary tract infection, hematuria and hospitalization.